Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone and lidocaine (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported volume discrepancies that occurred every month between 2015-2016, the patient did not know the volume information but stated that when he was going for a refill there was way too much medication left over. The patient had 3 catheter checks and they did not find any issues with the catheter, they came to the conclusion to change the pump. It was noted that there were no discrepancies noted on past refills. The pump was replaced on (B)(6) 2016 and this resolved the issue. There were no symptoms mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.